Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant product: attachment 1845010 indigo otol straight, 510k: k081475 , lot number and manufactured date unknown. (B)(4). The product analysis cannot be completed as the devices will not be returned.

Event description:
It was reported that ¿during the operation for artificial inner ear, the indigo drill generated heat when the straight attachment was used together, while no problem was noted when the angled attachment was used. There is a small possibility that the device was not locked. The surgery was performed with no adverse effect, but it was extended for a few minutes to complete.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.